Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 11/05/2019. Section h-3: device evaluated by manufacturer: yes. Section h-3: device returned to manufacturer: yes. Device evaluation: the product was received dry in a jar. The product was disinfected according to procedure. The lens was inspected by a qualified inspector using a 12x magnification microscope. It can be seen that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The lens has been cut in most likely to make the explant possible. 1 haptic was missing. The edge of the lens is damaged. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. No further anomalies were found. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zkb00 21.5 diopter intraocular lens (iol) was implanted in the patient¿s operative eye on (B)(6) 2019. The zkb00 lens was explanted on (B)(6) 2019 to improve visual acuity and replaced with a zxt150 22.0 diopter lens. It was reported during the explant process the haptic was pulled off and there was no required medical intervention. Patient outcome was reported as no problems. No additional information was provided to johnson & johnson surgical vision.